Manufacturer narrative:
Additional information: b3, g1, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-1411lp low profile reamers flutes broke off. This occurred during a procedure on (B)(6) 2023 while drilling the femoral socket in a standard fashion, the flutes broke off. The broken fragments were retrieved from the joint and the patient was unaffected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.